Event description:
A customer in (B)(6) notified biomérieux of a misidentification of candida parapsilosis associated with vitek® 2 yeast test kit reference (B)(4) involving a quality control (qc) strain. The customer identified the qc strain as atcc 204094 trichosporon mucoides with culture on horse blood agar. The customer reported the discrepancy did not involve a patient or healthcare provider and there was no injury or adverse events associated with the discrepancy. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) notified biomérieux of a misidentification of candida parapsilosis complex as cryptococcus laurentii with the vitek® 2 yeast test kit. An investigation was performed. A review of quality records confirmed yst lot# 2430148403 met final qc release criteria and passed initial qc performance testing. The customer reported having misidentifications when setting up from horse blood agar and sab (sabouraud dextrose agar), with incubation at 35°c. No other set up information was given. Without the strain submittal the customer's identification cannot be confirmed. One lab report was submitted with an excellent identification of c. Laurentii. There were twelve (12) atypical positive reactions (drafa, lrhaa, lmlta, laca, xlta, arba, lata, dcela, dmela, ggt, gena, esc) for an identification of candida parapsilosis according to the yst knowledge base. It was noted in the complaint description the customer's saline was contaminated with klebsiella pneumoniae which would cause an increase in false positive reactions. Biomérieux recommended autoclaving their dispenser.